Event description:
The freedom driver was not in use by a patient. The customer reported that the freedom driver displayed "stars on the display for fv and co," when tested on the mock tank. This alleged failure mode poses a low risk to a patient because the issue was observed when the freedom driver was not in patient use. An investigation will be conducted by syncardia. The results of the investigation will be provided in a supplemental MDR.